Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the foley catheter after the placement. Per follow up received via 11sep2020,there was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way silicone foley catheter with a cut portion of the inlet tubing was received. Attempted to inflate the balloon with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution was noticeably difficult to advance into the balloon. The balloon was then dissected to find that the inflation notch was not completely perforated. This is considered a failure as the inflation notch must be properly formed. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure.

Event description:
It was reported that it was difficult to inflate the foley catheter after the placement. Per follow up received via 11sep2020,there was no impact to the patient.